Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device battery's estimated remaining longevity had decreased by five years over the course of approximately one year. A boston scientific technical services (ts) reviewed device data and noted the device appeared to be using more power than expected. Engineering analysis confirmed this and ts recommended device replacement. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device battery faster than normal. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
This report is being filed to submit the results of device analysis.